Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked lcd zebra connector. Unable to perform any tests due to missing segments/partial display. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
It was reported that the insulin pump had lines across the screen. The customer stopped using the insulin pump for about a year. The insulin pump had a partial display. The customer's blood glucose level was 8.9 mmol/l. The customer changed the battery and the issue reoccurred. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.